Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mal position of the corail pinnacle. No anteversion on the corail. Pinnacle to much anteversion 50 degrees. With impeachment. Date of explant: (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Based on further analysis, the pinnacle cup and corial stem are being reported for the noted mispositioning under report numbers 1818910-2022-09583 and 1818910-2022-09585. The noted impingement is believed to be of the cup and stem as they are mispositioned. The femoral head and acetabular liner must be removed to address the mispositioning of the stem and cup. Additional follow up was conducted to determine if the head and liner were involved, but no additional information was received. At this time depuy synthese joint reconstruction considers the device on this report to be not reportable.